Manufacturer narrative:
The field service engineer (fse) was dispatched on 12/01/2015. The field service engineer (fse) found the diff waste chamber (vc13) was not properly draining due to a plugged 5 psi input to vc13 that caused fluid to blow out the vent port, and leak. The fse cleared the plug in the vent port resolving the reported leak / issue. The instrument ran without further issues and all repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported less than 20ml of an unknown fluid was leaking from the back left side near feedthru fitting, ff156 on their coulter lh 750 hematology analyzer. There was no biohazard exposure to mucous membranes or open wounds. The operator was wearing gloves and a labcoat without face protection. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.